Event description:
During a lap gastric banding procedure, the surgeon used the device when the sagb band. A small piece from the membrane valve of the trocar had gotten caught on the band. The small piece was saved. No additonal information is available. No adverse consequences to the pt.